Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during laparoscopic hysterectomy, from the beginning when trying to seal the vessels and tissue on abdomen, the device's knife blade was extended but did not protrude beyond the edge of the jaws, but jaws would not open and kept locking up on. The device did not lock on tissue and jaws were cleaned. The issue happened throughout the surgery until another device was used successfully with the same generator. There was no patient injury.